Manufacturer narrative:
The nature of the possible infection was not made available to the firm, however infections are a known inherent risk of invasive surgical procedures. Review of applicable device history records did not identify any excursions that are likely to have contributed to infection.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator on (B)(6) 2023. On (B)(6) 2023 nalu staff was made aware of a possible infection. The nature of the infection is unknown and has not been confirmed. Although patient reported good pain relief from the nalu system, the physician elected to explant the entire system on (B)(6) 2023 as a precaution.